Manufacturer narrative:
Customer received a copy which refers to red cell products being tested for infectious diseases markers as required by FDA. The package label for referencells states, "caution: all blood products should be treated as potentiall infectious". The precautions section of package insert for referencells states, " handle and dispose of the reagent red blood cells as if potentially infectious." And "caution: all blood products should be treated as potentially infectious. Source material from which this product was derived was found negative when tested in accordance with current FDA required tests. No known test methods can offer assurance that products derived from human blood will not transmit infectious agents."the customer will treat the employee based on their own infectious disease exposure guidelines.

Event description:
Upon opening a shipment of referencells, a customer employee got a paper cut from paper in the package that contained reagent blood on it. The regent blood was the result of a leaking vial in the package.